Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardiac diagnostic procedure was performed when the issue occurred, and the procedure completed as planned by restarting the system. The philips field service engineer (fse) visited onsite and confirmed that geometry movements were unavailable. Upon troubleshooting, fse found that the sid (source to image distance) movement failed. To resolve the issue, fse replaced spc. The cause of the spc 6 board failure could be determined by the supplier's part analysis and most likely it is found the electronic defect. To resolve the issue, fse replaced the spc 6 board. After replacing spc 6 mvr low power board, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by after restarting the same system. The device has no issue, after restart the procedure is completed. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.